Event description:
Report received indicated that during a perfcutaneous transluminal angioplasty the balloon ruptured. The target lesion was the superficial femoral artery (side and size / unknown). There was no calcification and vessel tortuosity was mild. There was a rate of 90% stenosis present. The balloon catheter was use following the instruction for use. The guidewire (brand/size unk) was inserted across the target lesion via the sheath introducer (brand/size unk). The product was advanced towards the lesion over the guidewire through the sheath introducer. The balloon was inflated using the indeflator (brand unk) however, the balloon ruptured at 3 atmospheres. The balloon catheter was retrieved and exchanged for another balloon (boston/size unk). The procedure finished successfully. There was no adverse consequence to the patient.

Manufacturer narrative:
During a percutaneous transluminal angiplasty to the superficial femoral artery the balloon was reported to have ruptured. The vessel was described as mildly tortuous with a 90% stenosis. There was no reported patient injury. Manufacturing records for lot number r1105782 were reviewed and results indicate the product met quality requirements for product acceptance. The balloon burst pressure tests were found to be pass. With the information available and without the return of the product it is not possible to determine the relationship between the device and the event. However, vessel characteristicsmay have had an impact.